Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair on (B)(6)2016 and mesh was implanted. It was reported that the patient experienced pain and adhesion. It was reported that the patient underwent previous umbilical hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery and umbilical hernia repair surgery on (B)(6) 2013 during which the surgeon noted the mesh was adherent to the umbilical skin with a fistulous tract. It was reported that the patient experienced severe pain, discomfort, inflammation and weight loss. Other procedure is captured in a separate file. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/7/2020. Additional information: d4, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.